Event description:
Allegedly, patient was revised due to aseptic loosening femur; aseptic loosening tibia component not revised: patella. Revision njr number: (B)(6). Side: r . Primary asa: p1 - fit and healthy.